Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier (B)(6). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number: k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was removed due to infection at the implant site.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. DHR review was completed for the subject lot number 1247895. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op# 150 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1247895 for similar events and 1 other relevant complaint(s) was/were identified. Investigation has identified that the most likely probable causes are related to medical conditions/patient habits and surgical technique. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information received at the time of this report.